Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a balloon aortic valvuloplasty (bav) was performed. Following the bav, the patient developed severe hypotension following the rapid pacing initiated for the bav. Cardiopulmonary resuscitation (CPR) was initiated, and approximately 3-5 minutes following the initiation of the CPR, the valve was explanted expeditiously to provide hemodynamic relief. Following successful implant, the patient's blood pressure did not recover. CPR was resumed, and the valve subsequently migrated into the ascending aorta. CPR was resumed for approximately 20-30 minutes, following which cardiopulmonary bypass was initiated. During the 20-30 minutes of CPR, the patient experienced 3 separate instances of ventricular tachycardia and underwent cardioversion to restore normal sinus rhythm. Once the cardiopulmonary bypass was established, the patient's hemodynamics stabilized somewhat, albeit still low, with intravenous therapy (IV) vasopressor support. Various angiographies and echocardiogram were performed to determine the cause for the hypotension, which was ultimately not established. It was decided to wean the patient off of cardiopulmonary bypass, and transfer them to the intensive care unit (ICU). Shortly after being transferred to the ICU, the patient again became severely hypotensive. CPR was not initiated again per the family's wishes and the patient ultimately died.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: p1041. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.